Manufacturer narrative:
As received, only the connector portion of the lead was returned in one-piece measuring 8.5cm. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-13566, 2017865-2021-13580. It was reported that the patient deceased. The cause of death was unknown.